Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a rash occurred. In (B)(6) 2017, a patient had a watchman ® laa closure device implanted at another facility. The initial reporter, a pulmonologist, informed a bsc representative that a few months ago a rash had formed on the patient's chest, abdomen and arms. They are described as little red bubbles - angiomas or petechiae. The patient is not on aspirin or plavix. The reason for the rash has not been confirmed.